Manufacturer narrative:
Efforts to obtain additional information from accredo specialty pharmacy were unsuccessful. At this time, no components or additional information have been made available to millyard advanced medical products, llc for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 01-apr-2026 from accredo specialty pharmacy, and forwarded to millyard advanced medical products, llc on 04-apr-2026. It was reported that the patient received alarms while using their remunitypro pumps. Additionally, the patient experienced pairing issues between one of the pumps and its corresponding remote. Troubleshooting efforts were unsuccessful and the patient experienced an interruption in therapy. The patient was instructed to present to the emergency room while awaiting replacement remunitypro systems.